Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a pump alarm recurr and are unable to clear them. The insulin pump will return nothing further reported.

Manufacturer narrative:
Device received with software error alarm loop during power up, problem isolated to mother board. Unable to perform operating currents, self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime/ compromised force sensor system and excessive no delivery tests due to software error alarm. Device had minor scratched lcd window, cracked battery tube thread and cracked reservoir tube lip.